Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, concentric, de novo, distal left circumflex that is 94% stenosed. Predilatation was performed prior to stenting. After deployment of a 3.0 x 15mm xience v stent at 12 atmospheres in the lesion, during post dilatation a distal edge dissection occurred. A 3.0 x15mm xience v stent was implanted to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.